Event description:
The customer reported an error code 90008 which occurs only in testing and is associated with a test failure. This may indicate a shock issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.